Event description:
It was reported that a peritoneal dialysis (pd) patient had surgery done to examine catheter and surgeon concluded catheter was fine. No other information was provided. The patient has not had adverse effects from the use of any fresenius device, or product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).